Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of mechanical artifacts. The episodes were recorded while the patient was sleeping. Follow-up was performed the same day and the system impedance was observed within normal range. Provocative maneuvers were performed and the artifacts were unable to be reproduced. X-ray was performed and the system position appears adequate with no system integrity compromise visible. The physician decided to hospitalize the patient and perform a system revision in the next few weeks. The patient will be monitored via latitude in the meantime. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of mechanical artifacts. The episodes were recorded while the patient was sleeping. Follow-up was performed the same day and the system impedance was observed within normal range. Provocative maneuvers were performed and the artifacts were unable to be reproduced. X-ray was performed and the system position appears adequate with no system integrity compromise visible. The physician decided to hospitalize the patient and perform a system revision in the next few weeks. The patient will be monitored via latitude in the meantime. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of mechanical artifacts. The episodes were recorded while the patient was sleeping. Follow-up was performed the same day and the system impedance was observed within normal range. Provocative maneuvers were performed and the artifacts were unable to be reproduced. X-ray was performed and the system position appears adequate with no system integrity compromise visible. The physician decided to hospitalize the patient and perform a system revision in the next few weeks. The patient will be monitored via latitude in the meantime. The s-ICD system remains in service. No additional adverse patient effects were reported.